Manufacturer narrative:
Pump received with cracked case at the display window corner, broken reservoir tube lip, minor scratched lcd window, missing reservoir tube o-ring and cracked battery tube threads. A test reservoir was installed and did not lock in place due to complete broken reservoir tube lip noted.

Event description:
Customer reported via phone call to have physical damage of insulin pump. Customer reported that the reservoir compartment was cracked and damage went around the barrel. Customer does not know how damage occurred. Customer's blood glucose was 141 mg/dl. Customer was advised that insulin pump would need to be replaced.